Manufacturer narrative:
Concomitant medical products: product ID: 3998 lot#: v658240, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot#: v674569, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot#: v681827, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 15-feb-2015, UDI#: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 10-mar-2015, UDI#: (B)(4). Product ID: 3888-33, serial/lot #: (B)(4), ubd: 17-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that there were high impedances on the leads during battery replacement. They explained that the implantable neurostimulator (ins) was being replaced due to end of service (eos). During replacement, contact 11 showed greater than 11,000 ohms and to avoid. The rep mentioned that there was good connectivity in the battery header, and that the physician did not want to replace any leads. They added that since then, the patient has not noticed any decrease in therapy. The issue was reported to be resolved. No further complications or patient symptoms were reported or anticipated.